Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient (pt) reported having difficulty recharging their implant (ins) last night. Pt explained that it was the first time trying to charge the ins since getting implanted on (B)(6) 2022. Pt said the controller (ptm) screen showed low battery for ins (pt noted that the ptm battery was at 100% at the time) and kept reading to 'position the recharger over the implant and try again. Pt said that did this for hours without being able to connect. Pt added that the ptm started flashing amber and then the 'try to reposition'-screen would appear. Pt said once they would repositioned the antenna they get about three green blips (on the ptm screen) and then it would tell them the antenna was not in the right spot. Pt said they contacted a manufacturer representative (rep) today who told them to reset the recharger (rtm) by keeping the antenna on their body over the ins for 30 minutes but this did not resolve the problem. Patient services (pss) had pt attempt a recharging session while on the call and recorded pt seeing the 'position [14], no imd [16], <(>&<)> poor coupling [76]' information screens. Pss reviewed possible obstruction such as fluid, swelling and bandaging causing communication prevention between the external equipment and ins since the pt was just recently implanted. Pt did confirm that the recharging antenna did seem to get hot last night when trying to recharge ins.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) found no issues. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.